Event description:
Outpatient presented for an afib ablation. At beginning of procedure, intracardiac catheter was opened. The box containing catheter was damaged/torn/dented. The inside package sterility was not compromised. Catheter was inserted, but very poor image quality was obtained. Catheter was removed and another new ultrasound catheter was opened, used with good image quality. No harm to patient.